Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's trial was implanted on (B)(6) 2015 and was explanted on (B)(6) 2015. The patient first stated experiencing the (B)(6) infection on (B)(6) 2016. The diagnostics performed related to the (B)(6) infection were 2 cultures of the stimulator leads from (B)(6) 2016 were (B)(6) for (B)(6) resistant to penicillin only. The actions taken to resolve the (B)(6) infection were that the patient was given mupirocin ointment, hibisclens soap, and keflex 500 mg. The (B)(6) infection during the trial had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient got a staph infection during the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.